Manufacturer narrative:
This report will be amended when our investigation is completed. See scanned pages.

Event description:
It is reported that the device was implanted in 2007, revision surgery occurred on nine days later, due to the breakage of the ncb plate.